Event description:
Pt experienced erosion of intrathecal catheter through skin on back. Pt was very thin, and had always had a lump on his back over the cathete site since implant. System was explanted, and pt is presently doing well on oral medication.